Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and other complications. Large effusion and chronic inflammatory appearance reportedly noted by surgeon during procedure. During revision the bhr cup and the resurfacing femoral head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Review of the provided implantation report indicated no inconsistencies related to the surgical technique, a potential cause or contributing factor for the later revision. According to the provided revision report, there was a large effusion within the hip joint, chronic inflammatory appearance of the synovium, an acetabular component with mostly fibrous ingrowth, osteolysis and a tan-stained membrane at the femoral component. Based on the provided documents a root cause for the reported findings cannot be determined and the nature of the intraoperative findings remains unclear without additional information. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to pain and other complications. Large effusion and chronic inflammatory appearance reportedly noted by surgeon during procedure.